Manufacturer narrative:
The product information was not provided. It is not possible to determine the manufacture date without the product information. In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
Advocate from (B)(6) stated his son was hospitalized because of erratic blood glucose results. Further details were not provided. While in the hospital the patient's blood glucose was >600 on the contour next link, and on the hospital system the readings were approximately 200mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The advocate did not provide product information.